Event description:
Additional info received from the MFR on 11 may,1999: the change was made to improve the light protection properties for light sensitive oral medications. Althought this change did affect the clarity of the dispenser it did not prevent the user from reading the medication volume. The customer reporting this issue will be contacted to determine how company can better meet their product needs. To help users throught these transitions and to explain the reason for the change co has always tried to be proactive by providing product change notices with the product.